Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, did not provide a bg value. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.